Event description:
According to the literature, during use, the patient was found to have respiratory failure. The device was replaced with another size of the tube.

Manufacturer narrative:
Title: from tracheal stenosis to tracheostomy displacement: a case report on a seemingly never-ending difficult airway source: international anesthesia research society. April 2020, volume 14, number 6. If information is provided in the future, a supplemental report will be issued.